Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. The physician was attempting to pre-dilate a 100% stenosed, de-novo lesion located in severely calcified and moderately tortuous anatomy located below the left knee. Vascular access was femoral. This 1.5mmx20mmx 143cm sterling balloon catheter was used. The balloon ruptured on the first inflation at 6atms after being inflated for approx 5 seconds. The device was removed intact. Pre-dilation was completed with another sterling balloon catheter. There were no reported pt complications. The pt status is listed as "good."

Manufacturer narrative:
(B)(4): it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).